Event description:
It was reported that high out of range shock impedances were noted on this right ventricular (rv) lead. The impedances have steadily increased, and no noise was present. Technical services (ts) provided troubleshooting recommendations. This rv lead remains in-service at this time. No adverse patient effects were reported.